Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon on a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral cerebral angiography (tfca) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A non-sterile mynx control vascular closure device 5f was returned for investigation following a reported complaint. Visual inspection of the received device shows that button 1 was fully depressed, resulting in the complete exposure of the sealant, while button 2 was not depressed and the balloon was observed fully exposed. The procedural catheter sheath introducer (csi) was not returned; however, the syringe used was found attached to the device with the stopcock in the open position. The sealant was present in delivery shaft in the deployed position, still adhered to the device. The sealant condition is expected as the procedural steps of the deployment mechanism was not completed since the balloon was not fully deflated and retracted per the conditions observed on the returned device. This evaluation results did not show any type of damage or anomaly. Per functional analysis, the balloon was tested with an inflation/deflation functional test. During this analysis, it was observed that a tear was present on the balloon body; therefore, inflation was not possible to obtain. Per microscopic analysis, the balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis, the tear was clearly identified along the balloon body. Additionally, due to the partial deployment observed, a full deployment test was executed to assure the functionality of the deployment mechanism. During this analysis, it was observed that no issues related to the device mechanism were concluded as button 2 depression resulted in the retraction of the balloon and complete deployment of the sealant. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 5f mynx control vascular closure device (vcd) bursted during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral cerebral angiography (tfca) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device will be returned for evaluation.